Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported via united states of america health authority stating during intraocular lens (iol) implant procedure, central defect was noted on the lens that was believed to be a manufacturer defect. The lens was explanted and replaced with new unspecified lens during initial procedure. The procedure was completed on same day. No further information expected as reporter unwilling to provide additional information.